Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the self test including the tone and vibrate test. The low reservoir alarm feature functioned properly with vibrate and audio tones. No audio/beep anomaly or vibrator anomaly noted. The device was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer did not hear a beep and the pump does not vibrate when she receives a low reservoir alarm. Troubleshooting occured. Advised insulin pump would be replaced. Customer's blood glucose level at the time 143mg/dl. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.